Manufacturer narrative:
Continuation of concomitant medical products: dtba1d1 crt-d, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold, high impedance, and a possible fracture on the left ventricular (lv) lead. A laser lead extraction was attempted, however, it was noted the lead would not come out. The lead was capped and replaced. No patient complications have been reported as a result of this event.